Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram occurred on (B)(6) 2010 and reported a patient alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram occurred on (B)(6) 2010 and reported a patient alert. Upon analysis, normal battery depletion was found, along with a ram chip memory error.

Event description:
It was reported that there was a power on reset. The patient was undergoing radiation therapy. The device was later explanted and replaced. No patient complications have been reported as a result of this event.